Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From the preliminary investigation, it was found that the patient took a curative test on the morning of (B)(6) 2021 and received results on (B)(6) 2021 being negative. The same day, (B)(6) 2021 in the afternoon, the patient also took a non-curative test at a hospital and received a test result of positive. The patient's test sample was collected on (B)(6) 2021. The initial results for the test were released on (B)(6) 2021. The patient viral CT value resulted as negative ( infinity). After the initial complaint the sample was repeated and came back with viral CT value as negative (infinity). The word infinity as it pertains to negative results means no detection of the virus can be found after amplification through pcr after 43 cycles. Per the clinical lab investigation, the sample was resulted correctly. The patient sample was located on (B)(4). (B)(4) was manually extracted by (B)(6) at 09:14 using centrifuge serial number (B)(4). Using filter plate lot # 600019, tcep lot# mkcn1441, tcep ethanol lot# shbm6864, wash buffer lot#599875, and elution buffer lot# 600271. The reagents used to test the patient's sample were within specification, not expired and passed qc and the floating blank was in the correct position. A floating blank is a well on a 96-well pcr plate that is intentionally left blank (has no specimen) that is used to help verify the correct orientation of the plate in the pcr result software when the plate is undergoing review. Master mix batch number 173. After the initial complaint sample was repeated on plate (B)(4) on (B)(6) 2021 and resulted as negative. The plate (B)(4) was manually extracted by the (B)(6) at 19:02 using centrifuge serial number (B)(4), using filter plate lot # 600019, tcep lot# mkcn3995, tcep ethanol lot# shbm6864, wash buffer lot#600608, and elution buffer lot# 600271, and master mix batch # 174. Customer success team responded to the patient on (B)(6) 2021. The customer success team member explained how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false negative. The results of the investigation showed a true negative. Upon request, the patient did not provide any additional information on their positive test results that they took at the hospital.

Event description:
Patient reached out to customer success on sunday, (B)(6) 2021 at 12:20pm saying that they went to the emergency room on "saturday evening"- saturday, (B)(6) 2021. The patient received a negative results from the curative test but received a positive result from the non-curative test from the hospital. The patient claims that we (curative) can be spreading the virus with our "false reports". Customer success tried to gather more information but the patient did not provide any additional feedback. Notes, the patient was resulted on sunday (B)(6) 2021 at 12:20pm which means he went to the emergency room after his sample was collected on (B)(6) 2021 at 8:20am. Sample collection and resulted date confirm on metabase portal.